Event description:
On (B)(6) 2022 the customer reported erroneously elevated patient results were generated for several assays on the customer's dxi 800 access immunoassay w/spot b analyzer (part number a71456 and (B)(4)). On (B)(6) 2022 the customer reported obtaining one erroneously elevated access il-6 (interleukin 6) result, access il-6 assay is a eua assay. The customer also reported erroneously elevated access hstni (high sensitivity troponin I) results (25 affected samples), access pct (procalcitonin) results (36 affected samples) and access total ¿hcg (5th is) results (2 affected samples). The repeated results were not provided. There was no report of an injury or illness to the patient attributable to the output from the device in this event. Calibration data was not provided. Hstni qc 3 levels were outside high of the 3sd ranges on (B)(6) 2022, the level 3 was outside high of the 3sd ranges on 22sep2022 and 23sep2022. On the ¿terse log¿ provided, on (B)(6) 2022, the following message appeared: ¿aspiration monitor detected a possible obstruction¿. A field service engineer (fse) was dispatched at customer¿s site on (B)(6) 2022. The fse verified the instrument and found dirty aspirate probes and the aspirate probe #2 was clogged. The fse stated the system check was bad on the washed portion. Replacing the aspirate probes resolved the issue. Per fse¿s statement, all the erroneous samples were repeated on customer¿s second instrument without any issue. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A field service engineer (fse) was dispatched to assess the instrument's performance. The fse found dirty aspirate probes and the aspirate probe #2 was clogged. The hstni qc were outside high of the 3sd ranges at time of the event. The fse stated the system check was bad on the washed portion. Replacing the aspirate probes resolved the issue. Per fse¿s statement, all the erroneous samples were repeated on customer¿s second instrument without any issue. Per the unicel dxi operator¿s guide p/n c38351, it is recommended to clean the aspirates probes after each 10 000 tests interval. A dirty aspirate probe can affect system performances. The system check and the hs system check passed on 26sep2022 once the instrument was serviced. In conclusion, the likely cause for this event is a hardware malfunction of the aspirate probes. Note: although the product safety reference (psr) indicates this is not a reportable malfunction and there was no death or serious injury reported, at the request of the FDA this complaint will be reported to the FDA as a product malfunction based on the classification as an eua assay. The severity was determined using the worst scenario and the current version of ¿hstni and hcg - product safety reference (psr)'. Severity of harm for a false high is permanent injury and the probability of harm (p2) is remote. However, il-6 assay is involved and is an eua assay. (The severity was determined using the current version of ¿il-6- product safety reference (psr)'. Severity of harm for a false high result is temporary injury and the probability of harm (p2) is remote.)